Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The on/off switch was replaced to correct the reboot issue. The unit was returned to service.

Event description:
The unit arrived at depot repair center and the on/off switch reboot issue was discovered. There was no report of patient involvement.